Manufacturer narrative:
The pump passed the self test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thump. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of (B)(6) 2025. There was no stuck button alarm/pump error 61 (stuck key alarm) recorded in the formatted history file for the event date of (B)(6) 2025. However, pump error 61 (stuck key alarm) was recorded in the formatted history file on: (B)(6) 2025 20:10:29.000 stuck button alarm/pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Customer alleged for unresponsive keypad was not confirmed. However, stuck button alarm/pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly; the keypad was unresponsive and received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.